Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 46 mg/dl at the time of incident and the current blood glucose level was 297 mg/dl. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer stated that the auto mode feature was automatically adjusting insulin delivery at time of high blood glucose event. Customer was not alleging insulin pump was over delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose level. The device will not be returned for analysis.